Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor deep scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, slightly stained serial number label and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring broke. The insulin pump was not bumped or dropped. They did not know how the damage occurred. The customer¿s blood glucose level was unknown. The device will be returned for analysis.